Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was an out of regulation (oor) message on the patient programmer (pp). They received the oor message when they were trying to adjust the setting. It was confirmed the therapy was on/ok after bypassing the oor screen. The patient was going to follow-up with their health care professional (hcp). Further follow-up was being conducted to determine what the cause was of the oor message. If additional information is received, a follow-up report will be submitted.